Event description:
It was reported that the physician was using an 8mm diameter x 30mm length assurant cobalt peripheral stent to treat a lesion in a patient located in the left common iliac artery with 80% stenosis. The physician had difficulty inserting the assurant cobalt stent into the 6f ancel cook sheath while the sheath was in the patient. Resistance was noted while advancing the stent to and across the target lesion. The physician forced it through the sheath, and then he felt that something was wrong. The physician pulled back the stent catheter and the stent was dislodged and started to slip off the balloon. It was confirmed that the stent dislodged in the sheath only. The physician was able to remove everything without incident. No patient injury or clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent dislodgement). Failure to follow instructions (force used). No results available since no evaluation performed (device or procedural images not provided for review). Related to operational context (root cause of issue is most likely procedural related). Evaluation conclusion: related to operational context (root cause of issue is most likely procedural related). Failure to follow instructions (force used). Known inherent risk of procedure (stent dislodgement). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).